Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-23}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a lower extremity vessel diameter of approximately 5.5 mm at the external iliac artery, a pre-implant balloon aortic valvuloplasty was performed. A 14 fr introducer sheath was inserted into the patient followed by the valve and the delivery catheter system (dcs). During advancement through the aortic arch, the nose cone of the dcs seemed to lodge under the left subclavian artery and was unable to advance. An attempt was made to adjust the wire trajectory by pulling back, but the same issue occurred. The left ventricle wire was changed out to a different non-medtronic guidewire, but attempts with the contralateral pigtail and the non-medtronic guidewires were all unsuccessful. Significant bleeding at the access site was noted. Due to the patient's blood loss and hemodynamics, a conversion to a non-medtronic valve suggested. Subsequently, the valve and dcs were with withdrawn from the patient and the non-medtronic valve was implanted in the patient.

Event description:
Additional information was received which clarified that no injury to the access site occurred. The valve was changed to a non-medtronic device that was easier to pass through the aortic arch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.